Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation had a cracked on right plunger case and missing case seal. The pump event history showed a primary audible alarm background (bgnd) test in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, a primary audible alarm background (bgnd) test error message was found during occlusion test. Speaker broke off from the 2 screws from the pump been mishandled by customer. The root cause of the reported issue due to use error. The technician replaced bottom case and speaker. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that a system failure was observed. No patient injury was reported.